Manufacturer narrative:
12/03/2015 11:36 am (gmt-5:00) added by (B)(4): the ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Our field service engineer (fse) investigated the ventilator on-site and found that it was damaged due to the unintended collision with the mr scanner. The fse replaced some parts, the pre-use check passed successfully and the ventilator was returned to service. According to information received this incident occurred during cleaning of the mr room when the brakes were unlocked by the staff and the ventilator was moved passed the gauss line on the floor. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was pulled to the side of the MRI. There was no patient involvement. (B)(4).